Manufacturer narrative:
Additional information: h4, h6, h11. Correction: h7 and h9 - remove information as lot was not part of recall. H4: the lot was manufactured in october 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty five (25) exactamix vented micro-volume inlets had contaminates such as particles/hair/eyelashes. This was observed before use. There was no patient involvement.

Manufacturer narrative:
Additional information was added to d9, h3, and h6. H11: twenty-five (25) actual samples were received for evaluation. A visual inspection was performed, and particulate matter was observed with all the returned samples. Two samples had clear imperfections spots embedded on the outside of the tubing, eighteen samples had particulate matter described as dark fibers and spots on various components of the sets, one sample had white contaminate particles loose in the sealed packaging, and four samples had white particulates on the blue spike cover and cap. The reported condition was verified. The cause of the reported condition was contamination during the manufacturing or packaging process as the particulate matter observed was either enclosed in the returned seal product packaging or embedded in the product tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.